Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 04/03/2016. The fse found that the red blood cell (rbc) diluent dispenser was damaged. The fse replaced the diluent dispenser, which repaired the failing controls and erroneous results. The repairs were verified by the fse. The beckman coulter internal identifier for this report is (B)(6).

Event description:
The customer reported the coulter lh 750 hematology analyzer was failing 5c controls and was generating hemoglibin and hematocrit (h&h) check failed messages. The returned data showed the instrument gave erroneous complete blood count (cbc) results for three patient samples. The returned results also showed the instrument gave h&h check failed messages on five patient samples. Erroneous patient results were not reported aoyside or the laboratory and there was no change or affect to patient treatment in connection to the event.